Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted ventricular fibrillation event with and without lead noise. It was suspected that the right ventricular lead was compromised. The patient presented to the emergency room. The patient had received inappropriate high voltage therapy due to the noise. The patient was admitted to the hospital. The lead was capped and replaced on (B)(6) 2019. The patient was stable.